Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient felt like there was a "loose lead." The patient also reported feeling "sharp pains or electric shock", which persisted for about five minutes. Follow-up was attempted with the physician's office however the patient had not been seen in three years so no information could be obtained. The lead and device remain in use. No further patient complications have been reported as a result of this event.